Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated insulin occlusion alerts while using a contact detach 23-inch infusion set, despite multiple site and connector changes and proper tubing fill with no visible leaks or bubbles; the user noted the tubing had been routed under a belt, which could restrict flow. Symptoms included no adverse clinical effects and a reported blood glucose of 151 mg/dl. Outcomes included continued pump usability after education and shipment of replacement infusion supplies. Investigation included remote troubleshooting, verification of correct setup and use, confirmation of site rotation away from scar tissue, assessment for leaks and bubbles, and provision of replacement supplies to rule out a defective lot. Investigation of this case revealed an intermittent flow restriction consistent with an occlusion associated with infusion set or tubing routing; restriction from external pressure under clothing was considered, and a supply-related defect was not excluded. It was concluded, based on previously established findings for similar reports, that the cause was likely infusion set or tubing obstruction due to user environment or handling, with a possible contributing supply defect.